Manufacturer narrative:
The evaluation revealed the targeting arm and nail adapter to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the device had been in use for several years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported misdrilling was not reproducible: a pre-operative check shows that all nail holes were passed by a sample drill within specification. Only with bending forces to the drill the hole rims of the distal nail holes were slightly contacted. Therefore it is most likely that bending forces were applied to the drill during usage (user error). The IFU, operative technique and cleaning guide includes that every instrument shall be checked prior to every surgery, furthermore all connections must be checked prior to usage. The targeting arm and nail adapter shall be stored and sterilized in their special storage places in the tray. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It is reported by the surgeon of the hospital, that there was a missdrilling in the distal locking hole at phn length 150mm. To complete the procedure successfully it was clamped under high effort.